Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that the nkv-550 ventilator was calibrated and in the standby mode. When the endotracheal tube was secure, the ventilator was taken out of the standby mode and placed on the patient. The ventilator showed no volumes being delivered on the flow volume graphs or pressures, and there was no patient chest rise. The ventilator was alarming, 'low minute volume'. The doctor increased the ventilator settings, yet the ventilator showed no response. The patient's oxygen saturations started to fall, and the patient was removed from the ventilator to be manually ventilated. The respiratory therapist (rt) checked the ventilator circuit to make sure all connections were secure, and they were. The rt tried to troubleshoot and disconnected the breathing circuit inspiratory limb from the ventilator to see if there was any flow from the ventilator, and the ventilator appeared to be delivering breaths. When the ventilator circuit was reconnected to the patient, no pressure or volumes were delivered to the patient, and there was no chest rise. Continued troubleshooting took place, and the patient was trialed on the vent 3-4 times with no ventilation taking place. The medical team decided to remove the existing ventilator and replace it with a new one. The patient remained stable with no harm or injury. Nkom has investigated and found that the device has no internal leaks, passed the circuit check test, and the device check test, and has no abnormalities. No issues have been reported since the device was returned to service on may 20, 2025.